Manufacturer narrative:
Intuvie received a report indicating that the pump failed to alarm at both the 8 psi and 30 psi pressure settings. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the pump failed to alarm at both the 8 psi and 30 psi pressure settings. No patient involvement was reported.